Manufacturer narrative:
Sterile part 611.105.01s, lot l207721: manufacturing location: (B)(4), supplier: (B)(4). Release to warehouse date: november 23, 2017. Expiry date: november 01, 2026. Non-sterile part 611.105.01, lot p256903: release to warehouse date: november 05, 2016. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient gender and weight are unknown. Device broke intra-operatively; device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent a hip revision for peri-prostheric fracture procedure. It was reported that the cable snapped in the tension gun during the tensioning process following insertion of cable around proximal femur. It is not believed that excessive force/tension was placed on the cable through the gun. The cable was discarded and new a cable inserted with a second cable tension gun and there were no further issues. The surgeon went on to implant another six (6) cables with no further issues. The procedure not delayed and completed as planned. Concomitant parts reported: cable tensioner with pistol grip (part 03.221.015, lot p195496, quantity 1); 01.7mm cable lock for pistol grip cable tensioner (part 03.221.017, lot p211920, quantity 1). (B)(4).